Event description:
Reporter indicated that the patient's generator was explanted after only a few months because it wasn't working and that the patient was reimplanted with a new generator. No details were given regarding the reason that a malfunction was suspected at the time of the initial report. Return/analysis of explanted generator is pending.